Event description:
Caller reported a malfunction on the pump, known as malf 0. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset instructions and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.